Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy for banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the patient was bleeding when the device failed to band three times. The procedure was not completed due to this event. Reportedly, the patient vomited blood post-procedure and was then given a blood transfusion. The patient was then referred to the state hospital in a stable condition. The patient's current condition was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. The ligator head and bands were not returned. A visual examination of the device found the suture was intact and attached to the trip wire loop. The trip wire was not secured in the handle slot. The proximal loop was noted to be retracted into the post and the crimp was caught inside the slot. The slot did not present any evidence of previous securing of the tripwire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy for banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the patient was bleeding when the device failed to band three times. The procedure was not completed due to this event. Reportedly, the patient vomited blood post-procedure and was then given a blood transfusion. The patient was then referred to the state hospital in a stable condition. The patient's current condition was reported to be stable.